Manufacturer narrative:
Analysis: the product has not been returned to medtronic for analysis. Without product return, our analysis is limited to a review of the device history record which indicated the product met specifications when released to distribution. Conclusion: without the returned product, we are unable to draw a conclusion as the cause of the event. The product was changed out during priming, with no pt involvement.